Event description:
It was reported that approximately 2-3 years after vena cava filter implantation, a CT scan that was performed for an unrelated issue demonstrated a filter leg that appeared to extend outside the ivc wall and into the aorta. The patient is reported to be stable and asymptomatic.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb perforation. The definitive root cause is unable to be determined based upon the available information.